Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by a stomach ache, fever and turbid effluent. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient received unspecified treatment for the event, reported as "was hospitalized for a treatment". At the time of this report the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available as the reporter declined to provide any further information.